Manufacturer narrative:
Other device involved in this event: controller/(B)(4); cat#1407ch; exp. Date: 06/30/2017; mfg. Date: 06/30/2016; received date: 01/04/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient presented to the hospital with complaints of "electrical fault" alarms.  Log files were sent which confirmed the alarms. A driveline connector cleaning was scheduled.  No further information was provided.

Manufacturer narrative:
Additional information received (01/09/2017) indicated that the patient underwent a driveline connector cleaning per fs0008 rev 04. The patient was monitored via invasive blood pressure monitoring and electrocardiogram (ECG). Log files analysis performed by the manufacturer clinical engineer confirmed several "electrical faults" alarms. The pump was stopped for a total of 2 minutes and the patient was reported to have tolerated the procedure without issue. He was last reported to be doing well at home. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The driveline cable, hw27147 was not returned for evaluation. Con212836 was returned for evaluation. Review of the manufacturing documentation of hw27147 confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms of type 'sys_front_phase_b_open' since december 09, 2016. This failure is most likely due to contamination of the driveline/ driveline connector that appears to have led to an increased impedance on the front stator's 'b' wire leading to the electrical fault alarms. The controller passed functional testing but failed visual inspection as contamination of the driveline connector was observed. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an investigation which is currently evaluating issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Con212836 / 1407ch / expiration date: 06/30/2017 / manufacturing date: 06/30/2016 (B)(4).